Event description:
Information was received from a manufacturer representative and a patient regarding a patient receiving unknown morphine via an impl antable pump. The indications for use was non-malignant pain. It was reported that the patient reported hearing their pump alarm since 1am. The manufacturer representative (rep) stated that the pump was filled for the first time yesterday after implant and the ptm was activated. The rep stated the next refill date yesterday said (B)(6) 2024. The rep conferenced patient and the patient used their handset to interrogate the pump and there was no alert noted. The patient stated that they believes the pump alarmed last about an hour and a half ago and it sounded like a doorbell chime. The patient stated that their husband heard the pump alarm. The patient confirmed they did get a bolus this morning around 7am. The manufacturer's technical services specialist (tss) confirmed the pump time was an hour behind the local time and handset time. Tss recommended having the patient go to their doctor's office to have the pump interrogated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. The rep reported that there was no active alarm going off. When the rep met with the patient, their cell phone had a notification come through and the patient realized that was the sound they were hearing, not the pump. The rep interrogated the pump as well to verify and there were no active alarms or any events in the logs. The patient and their daughter both verified the sound of the notification from their cell phone was the sound they were hearing when they thought it was the pump alarm going off.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. The coding in h6 has been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.